Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the post implant check up, the atrial lead exhibited elevated threshold. The lead was repositioned. No further information was available.

Event description:
New information received stated that the patient had a pulse generator implant procedure on (B)(6) 2007. At the pre-discharge check up on (B)(6) 2007, it was noted that the patient had remarkably high capture threshold. The lead was repositioned successfully on (B)(6) 2007 with no complications.